Manufacturer narrative:
Device passed the self test and displacement test. No unexpected hardware low level failures alarm during testing however, hardware low level failures alarm, variable 1, is located in the formatted history file due to a software error. No frozen screen anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received the software error detected alarm as well as frozen display. Customer's blood glucose level was 180 mg/dl. Customer stated that the did not clear alarm and it goes on a loop restart. Customer was calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display reoccurred. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.